Event description:
(B)(4): it was reported that halogen surgical lights allegedly have handles that are loose. A stryker field service technician reported that there was evidence of burning and melting plastic where one of the three connection posts of the light handle enter the light head. There was no reported patient involvement or adverse consequence reported.

Manufacturer narrative:
Evaluation summary: the light head was evaluated at the user facility by a stryker field service representative. It was reported that the light handles were allegedly loose. This loose connection allegedly caused arcing where the handle connects to the light head in turn generating heat and melting the plastic around the connection point. It could not be fully determined how the connection became loose. The possible causes of the bad connection could be debris between the banana plug (post) and the connection or a bent connection of some sort. The specific root cause is unknown, but the likely root cause is debris by the banana plug as accumulated over time, however, this could not be confirmed. There was no patient involvement and no adverse consequence reported. The light head was replaced at the user facility.